Event description:
Lv lead failure alert on home monitoring. The associated iegm showed what appears to be noise on the lv channel. Polarity lv1-can was tested in office and results were unremarkable, and so lv1-can programming was kept. Patient complained of diaphragmatic stim prior to coming into office and again shortly after leaving the office. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.